Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "knife not cutting" (dull). The customer reported, the knife is not at all suitable for cutting. It is more suitable for piercing. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).